Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the system monitor not booting up properly, was confirmed when the unit was evaluated by technical service. The unit booted up intermittently. Also, the display screen text and graphics were distorted ¿ but readable. Replacing the dc-ac inverter board and the main board on the unit fixed the issues. The repaired unit was tested and returned to the customer. The removed boards (main board and dc-ac inverter board) were checked on a reference system monitor ¿ together and separately (from each other). The boot up issues were not observed or duplicated. No screen distortion was observed or able to be duplicated either. The root cause for the boot up and distortion issues was not determined in this analysis. Per device build records, the boards were installed in the system monitor when the unit was built (over 9 years ago). Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) rev b p.18 - setting up the system monitor for use with the power module, the heartmate ii lvas IFU, rev h p.4-5 ¿ system monitor setup, and the heartmate 3 lvas IFU, rev c p.4-3 - system monitor. The system monitor ((B)(4)) was built in nov 2011. The packaged system monitor ((B)(4)) was placed into inventory on nov 18, 2011. The unit was shipped to the customer on dec 8, 2011. The unit was last serviced on mar 28, 2017 per swo 81754 ¿ ver 7.32 upgrade. The main pcb assembly (main board) (pn (B)(4) rev j / sn: (B)(4)) ¿ was installed when the unit was built. The inverter pcb assembly (inverter board) (pn (B)(4) rev a / lot# 20107129) was installed into the unit when built. Per service records, the dc-ac inverter board was never replaced. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate ii system monitor display was not completing the bootup.